Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection was reported, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during fill two of peritoneal dialysis therapy. During troubleshooting, it was discovered there was not a good connection on the heater bag line. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.